Manufacturer narrative:
Qc was within specifications before and after the event. The instrument was in an automatic mode of operations at the time of this event. The customer performed sample reproducibility testing with acceptable results. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Pre-analytical sample handling information was not provided. The erroneously results were for a specific patient sample. A field service engineer (fse) was dispatched to the customer's lab: the fse verified: qc, mode to mode operation, and the instrument's performance. There have been no further issues of erroneous results from this account. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results that were generated by the coulter lh 500 instrument. Per customer, they admitted a patient in 2007, and tested for hgb and plt and results were: 14.5g/dl and 226x10? Cells/ul respectively. The results were reported out of the lab. The patient was redrawn on the morning of 2007, and the sample was analyzed for hgb and plt, and the results were: 10.7g/dl and 160x10? Cells/ul respectively. The hgb result was printed with the "l" flag. (L-result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample). The results were reported out of the lab and a physician questioned the difference in hgb and plt results when compared to a previous sample. A fresh sample was collected from the patient and tested for hgb and plt, and results were: 13.g/dl and 198x10? Cells/ul respectively. The plt result was printed with a "v" flag. (V-result corresponds to a single count-period voteout). The customer then re-run the 2nd sample and the repeated results were: hgb 13.3g/dl, and plt 192x10? Cells/ul. Sample 1, sample 2 rerun and sample 3 results were considered correct. There was no affect to patient as a result of this event.